Event description:
The ge oec 2600 uroview fluoroscopy system displayed an error code.

Manufacturer narrative:
A ge oec service rep investigated the issue and could not duplicate the error. The system was evaluated and voltages checked. The system was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.